Event description:
Litigation papers allege: on or about (B)(6) 2007, pt underwent a revision right total hip arthroplasty, acetabular component and modular femoral head exchange, in which surgeon replaced pt's existing depuy hardware components with competitor's hardware components. Since then, pt has experienced pain.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigations closed at this time. Should the product or additional info to be received to change the outcome of the performed investigation, the complaint will be re-opened.